Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that black foreign matter was found in the tube immediately after starting to administer the drug solution, black foreign matter was found to be attached to the tube. The drug and materials were replaced, and the drug was administered again. The event occurred in patient's home. There was no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.